Event description:
It was reported that the lv lead was programmed to high thresholds for the first year and then was programmed off. The patient is in chronic af. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.